Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When patient woke up he noticed the suddenly obvious decline in his hearing performance.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is considered. However, to determine a root cause a device investigation of the explanted device is necessary. Patient is scheduled to be re-implanted in (B)(6)2017.

Event description:
In june 2017, when patient woke up he noticed a sudden and obvious decline in his hearing performance. Surgery is scheduled for (B)(6), 2017.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is considered. However, to determine a root cause a device investigation of the explanted device is necessary. There are no plans for revision surgery at this time.

Event description:
When patient woke up he noticed the suddenly obvious decline in his hearing performance. In situ measurements showed 4 channels with increased impedance. As per additional information received, in situ testing shows 4 channels with fluctuating high impedance. CT imaging was done indicating normal electrode position. The surgeon decided to monitor the patient and at the moment there are no plans for surgery.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
In (B)(6) 2017, when recipient woke up he noticed a sudden and obvious decline in his hearing performance. The recipient was re-implanted.